Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately two years and 4 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, no significant findings were observed. Patient has since recovered.

Manufacturer narrative:
The fixture model and lot number were corrected. A new summary memo with the correct information was fabricated and attached.

Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately two years and 4 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, no significnat findings were observed. Patient has since recovered.